Manufacturer narrative:
The device and lead were then successfully replaced with competitor's products and the device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was returned with the header completely detached. All setscrews moved freely. There was some damage noted to the atrial seal plugs but the ventricular seal plugs were intact. Further inspection on the ports found damage due to silicone to silicone bonding. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the device header was broken off during the explantation procedure. Analysis also determined that silicone to silicone bonding between the lead terminal pin seal rings and the device most likely contributed to the difficulties observed in removing the lead from the header.

Event description:
Boston scientific received information that during the normal replacement of this device, the right atrial (ra) lead was unable to be removed from the header. The header was broken off of the case and the ra lead had to be cut. No adverse patient effects were reported as a result of this incident.

Event description:
The device was returned.